Manufacturer narrative:
Product complaint # ==> (B)(4) MFR# 1818910-2020-20760 is being retracted since it was found to be a duplicate of MFR# 1818910-2020-22546. MFR# 1818910-2020-22546 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral adapter became stuck in the tensioning tool causing a delay in the surgery. We had to use a 2nd implant to complete the case.